Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after a patient with a known nickel allergy had used a bd ultra-fine insulin pen needle, 32 g x 4 mm to inject insulin, he developed large red welts and bruises that looked like cellulitis. The patient was prescribed a prophylactic topical antibiotic to treat this. Within 24-48 hours the redness decreased. The patient also changed the type of needles he was using.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6096588. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.